Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 421 mg/dl and 521 mg/dl and also received with no delivery alarm. The high blood glucose was treated with bolus. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. Customer declined trouble shooting for the high blood sugar. The insulin pump will not be returned for analysis.